Event description:
On (B)(6) 2012, the patient contacted animas to report a recurring issue with loss of prime warnings. He has changed out the infusion site/set this morning after getting several loss of primes yesterday. According to the alarm history, there were 4 occlusions alarms on (B)(6) 2012. The patient reportedly was able to re-prime each successfully but was not able to complete a bolus delivery. He confirmed the bolus history before each rebolus attempt. He has also changed out the infusion/set multiple times: he denies any abnormalities with the infusion site. The patient's blood glucose is reportedly 'hi', which indicates that his blood glucose (bg) was over 600 mg/dl. He has not noticed frequent urination but has increased hunger and feels a little tired. The patient has not received any other forms of treatment other than bolusing with the pump. The animas customer service representative (csr) reviewed the pump with the patient. It was noted that the battery cap was secure and there were no visible cracks on the pump's casing. The animas (csr) noted that the infusion set's cannula may have been pressing or kinked against denser tissue (i.e. Scar tissue, muscle, bone. The occlusion sensitivity set on "l" and the delivery speed is set on normal. The patient reported he has never had an issue before. The animas csr advised the patient to contact health care professional about resetting the occlusion sensitivity. The patient is using u100 insulin. The patient was advised to change out the infusion site again. Later the same day, the animas csr followed up with the patient. The patient indicated that his bg was now 227 mg/dl and was feeling well. This complaint is being reported because the patient's bg levels reportedly went over 600 mg/dl while the pump was experiencing loss of primes and occlusions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed multiple occlusion alarms had occurred. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load, and prime sequence was performed with no alarms. The pump was exercised for 29 hours with no delivery issues. No occlusions occurred during testing. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The force sensor was found to be within calibration specifications. An occlusion was induced during investigation and the pump emitted the appropriate audio-visual alerts.